Event description:
Customer reported a false negative urine hcg on pt who presented in ER with unk symptoms/diagnosis. Quantitative serum hcg result: 228,016miu/ml on roche elecsys.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine, lot: hcg090304-02; 100miu/ml hcg urine, lot: hcg090521-01; 255.3iu/ml hcg urine, lot: hcg090526-01; 600iu/ml hcg urine, lot: hcg080814-02. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 mins reading time. The 100miu/ml, 255.3 iu/ml hcg urine control and 600iu/ml hcg control yielded clearly positive results at 3 mins reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed; this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required at this time as no product deficiency was established.